Manufacturer narrative:
(B)(4). The devices were not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Another relevant device is: product ID [evolutr-26], serial/lot (B)(4), use by date [2018-01-24] UDI (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a narrow sinus, a pre-dilation was performed. The patient reported chest pain when the delivery catheter system (dcs) crossed the native annulus. Upon 80% deployment, hypotension was noted, and the valve was recaptured. The blood pressure continued to drop and the dcs was withdrawn to the descending aorta. Cardiopulmonary resuscitation (CPR) performed recovering partial pressure. The valve was implanted resulting in poor hemodynamics. CPR was restarted and continued for 25 minutes. Transesophageal echocardiogram (tee) revealed bleeding in the ventricle. A pericardiocentesis was performed and heparin was reversed. The procedure converted to open repair. The bleeding source in the pericardium was patched with suture, but the bleeding located between the right and non-coronary cusps was unable to be repaired. Subsequently, the patient expired. Autopsy revealed plaque rupture with dissection of the left anterior descending (lad) artery. The physician reported the device was not the cause of the dissection and subsequent death.